Event description:
It was reported that during a routine follow up, the pulse generator exhibited intermittent magnet rate. The device magnet response was turned off. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.